Event description:
The customer reported that a known group a patient's sample reacted as false positive (2+) in the anti-b microtube of mts a/b/d monoclonal and reverse grouping card lot # 102706037-34 during manual gel testing. The customer repeated testing using the same lot of gel cards and red cell suspension and the sample reacted negative as expected in the anti b-microtube. The customer observed a discrepancy with abo forward and reverse grouping, furthermore, the patient's results did not match the historical data, preventing erroneous results from being reported.

Manufacturer narrative:
Mts product support tested the returned sample with returned and retained gel cards from mts a/b/d monoclonal and reverse group cards lot 102706037-34 using manual gel method. Results demonstrated negative reactions in both the returned and retained cards in the anti-b microtubes. The customer's complaint of a false positive reaction was not confirmed. The forward and reverse group interpretations agreed for each card tested. Based on the available information, mts is unable to rule out improper pipetting leading to carryover from one microtube to another. Complaint: